Event description:
It was reported that the ilet pump was found in two pieces after being worn in a pocket during sleep, the screen was not usable, and the user experienced trouble using the device; a photo of the damage was obtained, replacement was arranged, and the user was advised to revert to backup therapy. Symptoms included malaise and hyperglycemia with a reported glucose of 291 mg/dl. Outcomes included temporary interruption of insulin delivery and need for device replacement. Investigation included documentation review and request for return of the device for evaluation. Investigation of this case revealed external physical damage with screen and enclosure separation consistent with product damage in use, resulting in loss of function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to use conditions.